Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call by the customer's parent that the customer's pump may be over delivering. The customer¿s blood glucose level was 60 mg/dl at the time of the incident. The customer had been getting lows consistently for 8 days. The customer used food to treat the lows. The auto mode on the insulin pump was active and automatically adjusting insulin delivery during the event. Troubleshooting was completed but did not resolve the issue. The caller also reported two sensors that fell off. The customer was swimming a lot since they were on vacation. The insulin pump will not be returned for analysis.